Manufacturer narrative:
The insulin pump was received with corroded battery tube; however, the insulin pump powered up properly after battery installation. The insulin pump was monitored and no blank display anomalies were noted. The operating currents are within specification. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 179 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did return. Insulin pump did not complete self-test. Customer was advised that insulin pump would need to be replaced.